Event description:
It was reported that the pump alarm was heard as the pump had stalled due to a magnetic resonance imaging (MRI) scan. The event logs confirmed a motor stall which occurred at 3:26. The patient had exited the MRI about 30 minutes prior to the report of this event. The pump was to be re-interrogated to verify if the stall had recovered. This device system delivered dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.